Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a fall in (B)(6) 2019, hitting her head on the implanted side.

Event description:
The user had a fall in (B)(6) 2019, hitting her head on the implanted side. The user had an appointment on (B)(6) 2019, but due to malfunction of the external unit was not using the implant for the last 8 months prior to the appointment. Before the event occurred, the user had sound detection and discrimination for his name and everyday sounds, such as the dog's bark. Reportedly, a decision about re-implantation has not yet been made.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. In addition, one short circuit between two channels was already present for undetermined reasons. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Currently, no date for further steps have been scheduled.